Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned strap25 device revealed no damage to the external components. Additionally, the foil was received with the device. Upon cycling, the instrument was observed to be empty and in a locked-out condition. For fire testing, the trigger was unblocked, and functional testing was successfully performed, confirming that the device operated as intended. The device was subsequently disassembled, and no straps were found within the cannula shaft. Inspection of the internal components revealed no abnormalities. The returned device was determined to be fully dispensed. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable straps were used. Multiple shots do not hold or leave the applicator, jamming or firing more at the next shot. Hcp reports difficulty fixing networks in the cooper ligament when it has always done so without problems in the past. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please clarify if: straps were deployed but straps were not adhering to tissue or mesh? The straps were deployed but didn´t got in the tissue, just adhere to the mesh and in some cases the strap didn¿t came out from the device. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. I will pick up the device to return for technical evaluation. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6) general surgeon (user of the device). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.